Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Prophylactic antibiotics were administered as a precaution and patient had no adverse effects. Sample is not available; sample was discarded. Patient stated a companion sample is available. Companion sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.